Manufacturer narrative:
One device received for analysis. Functional and visual testing performed. Visual inspection found the battery compartment was cracked. The customer reported event was confirmed as the pump did not recognize the cassette when attached. After testing the downstream occlusion sensor, bezel, seal, battery compartment, keypad and labels were replaced. The downstream occlusion and upstream occlusion sensors were calibrated.

Event description:
It was reported that the pump displayed a cassette not attached error. The issue was found during testing. No further information provided.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.